Event description:
Non-delivery of concurrent secondary solution reported. The pump was set to infuse an unspecified solution at an unspecified rate on the primary line, with a concurrent antibiotic infusion from the secondary line. The specific antibiotic and the delivery rate were not recalled. Approx two hrs after the secondary was set, a nurse reports that the bag was still full (expected to be empty) and the area of the display that shows the secondary info "had lines obscuring the words and numbers and it was illegible." A new pump was obtained and the antibiotic was infused without incident. The two hr delay did not cause any adverse pt effects. No add'l info was available.